Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling: precautions for use: as a matter of general principal, injection of a medical device is associated with a risk of infection. Undesirable effects: the pts must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc) which may be associated with itching or pain on pressure or both, occurring after the injection. Pts must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their doctor as soon as possible. The doctor should use an appropriate treatment. Any other undesirable side effects associated with injection of the product must be reported to the distributor and/or to the MFR.

Event description:
Healthcare professional reported the day after injection with juvederm ultra plus xc in the nose, pt developed swelling and redness at the injection site. The day of symptom onset, the pt went to an "outpatient clinic" for assessment, and was transferred and admitted to the local hosp. The pt's nose continued to swell with associated redness and "many acne...appeared". During this time the pt was treated with an antibiotic "for prevention of... Infection, even [though] the bacteria culture exam of the pus from the acne is negative". Pt was additionally treated with a "steroid ointment". After an approximate 9 day stay in the hosp the pt was discharged. Two days after discharge from the hosp, the reported symptoms had improved, yet slight swelling and redness are ongoing; most of the acne is "cured."